Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices remain implanted in the pt. Additionally, the device specific info was not provided, precluding a review of the device history record.

Event description:
Pt contacted exactech directly to report squeaking, pain, clicking and popping noises from his hip prosthesis.